Event description:
As reported by customer in another country, during a peripheral angioplasty procedure, a balloon catheter was inflated, using an encore inflation device, to the preferred pressure. After the balloon inflation, and a satisfactory result was achieved, the physician attempted to deflate the balloon by pressing the release button on the inflation device. This failed to work, and the physician decided to deflate manually using a syringe. There were no patient complications or injury. The used inflation device is being returned for evaluation.

Manufacturer narrative:
Although the used device has been returned to the manufacturer, examination of the device has not been completed. Therefore, a failure analysis is not yet available. Upon completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.